Event description:
Customer reported issues with the keypad of the insulin pump. Customer was hospitalized within the last year due to the blood glucose values fluctuating. The blood glucose reading was 21 mg/dl in the past. The current blood glucose reading is 100 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer. The insulin pump was received with no button response due to corroded keypad traces. Unable to perform all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.